Event description:
It was reported the patient¿s device had moved up to the surface of their skin which was causing them great pain while sitting and standing. It was noted the patient¿s device stopped working well over six months prior to report. It was stated the patient had trouble sitting, standing and walking because it had popped out so far. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v682836, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).